Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported that an I-stat downloader recharger, plugged into the wall, started to smoke. There was no report of any injury associated with the event.

Manufacturer narrative:
(B)(4).